Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving baclofen at an unknown dose and concentration via an implantable pump for intractable spasticity and multiple sclerosis. It was reported that the pump had "higher than normal expected residual volumes" on multiple refill occasions. No specific volumes or other serious events were reported. It was unknown what patient, environmental, or external factors may have led or contributed to the issue. It was unknown what troubleshooting or diagnostics were performed. A pump replacement and catheter exploration was scheduled for (B)(6) 2018. The event was not resolved and the patient's status was noted to be "alive - no injury". No further issues were reported or anticipated.

Manufacturer narrative:
The pump was returned and analysis found no anomalies. If information is provided in the future, a supplemental report will be issued.